Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: (B)(4) user's test strip had poor storage. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-2 accompanied by symptoms. The customer is concerned with tests results from results obtained e-2 and symptoms. The customer's expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling dizzy, thirsty and dry mouth. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification in the office. The test strip lot manufacturer's expiration date is 07/20/2018 and open vial date is (B)(6)2017. The meter memory was not reviewed for previous test result history. Customer is getting e-2 error message when the blood sample is absorbed. Customer states that he is feeling dizzy, thirsty and have dry mouth. Customer is going to the pharmacy to get a new meter. I will contact the pharmacy on the customer's behalf.